Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017 patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 544 mg/dl with dehydration, polydipsia and vomiting. The patient was reportedly seen at the emergency department and subsequently admitted to the intensive care unit of the hospital diagnosed with diabetic ketoacidosis. The patient was reportedly discontinued from insulin pump therapy in the emergency department and remained off the pump at the time of the complaint. The patient reportedly received treatment of intravenous fluids and intravenous glucose. The reporter alleged an inaccurate delivery pump issue. Troubleshooting by animas customer support identified potential causes of the perceived inaccurate delivery issue associated with diabetes management and the patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a perceived inaccurate delivery issue. Animas customer support was unable to complete troubleshooting of the pump due to the customer being unable/unwilling to participate.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: a review of the pump histories showed that the last bolus delivery was a 1.00 unit normal bolus. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. Unrelated to the original complaint, it was observed that the battery compartment was cracked in two places.